Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 399 mg/dl. The patient reports receiving a communication error for no double beep after filling the pod for activation. Once at the hospital the patient was treated with manual pen injections of insulin. The patient was discharged from the hospital the same day.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod was able to beep during the download process. The download data showed that an 0x1c expiration alarm had been generated, indicating that the device reached the expiration time of 80 hours. Investigation found no damages or manufacturing deficiencies that would prevent the pod from beeping or communicating during use.